Event description:
Mentor received a litigation matter from the patient's attorney. Per the information received, the patient underwent a mastectomy on (B)(6) 2011 with the implantation of a mentor siltex contour profile tissue expander. Eleven months later, the implant "broke" (deflated). On (B)(6) 2002, the tissue expander was removed. A permanent implant was placed.

Manufacturer narrative:
Deflation is a known complication associated with mentor tissue expanders. Mentor is aware that, over time, tissue expanders may deflate. However, without the return of the device for product evaluation, pe was unable to verify the reported deflation of the device. Should additional information and/or the device become available to pe, this complaint will be re-evaluated at that time. The expander is a temporary device and is not intended for long-term implantation. If left in place for more than six months, the formation of tissue adhesions may make it difficult to remove. Wrinkling, folding and bunching of the shell are inherent characteristics of the device during the expansion process. Creases, abrasion and weakening of the shell, with subsequent deflation, can occur. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet.